Manufacturer narrative:
.

Event description:
A healthcare professional via a manufacturer representative reported a consumer experienced heart failure during external neurostimulator (ens) installation. It was unknown if any factors led to the event. Actions/interventions were noted as heart massage. The issue was noted as resolved. No surgical intervention occurred or was planned. The consumer was alive with no injury. Additional information received from the representative reported the heart failure appeared not to be device related. The representative also clarified that a ¿heart¿ message was a chest massage. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer¿s heart did stop during the procedure. Information was not available regarding if the heart failure was related to the therapy or implant procedure, if anesthesia was used, when during the trial procedure the consumer experienced the heart failure, and/or if the consumer had a history of heart problems.